Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05558. It was reported that the patient presented in emergency room. It was noted that the implantable cardioverter defibrillator was in backup vvi mode and could not be interrogated. It was also noted that the patient had received several inappropriate shocks from their device. A magnet was placed on the device but interrogation was still unsuccessful. The root cause of the issue was undetermined. On (B)(6) 2020, the device was explanted on replaced. During the procedure, the right ventricular lead was tested and all measurements were stable and no noise could be reproduced. Since the cause of the issue was undetermined, the physician elected to cap and replace the lead on (B)(6) 2020. Patient was in stable condition.